Event description:
Corrected information: the patient was pacemaker dependent, but the patient experienced no consequences as they have a left ventricular pacing lead.

Event description:
It was reported that low pacing impedance and high capture threshold resulting in loss of capture was observed on the right ventricular (rv) lead. Rv lead insulation damage was suspected, but not confirmed. It is unknown if the patient is pacemaker dependent, but the patient experienced no consequences as they have a left ventricular pacing lead. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the device was reprogrammed to resolve the event. The patient is not pacemaker dependent. The patient was in stable condition and will continue to be monitored.